Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse removed the strip reader module (spm) and munsel mask where heavy urine build up was discovered. The urine buildup prevented the camera from reading properly. The fse cleaned the munsel mask and reinstalled the hardware. The fse reran reflectance calibration and quality controls; the system passed. The system was operational. (B)(4).

Event description:
The customer reports they are failing quality controls for protein. The customer is getting a false negative on ca quality controls for the protein analyte. The customer tried running reflectance calibration several times and failed. There were no erroneous results generated or reported out of the lab.